Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after successfully inserting an intravenous catheter and connecting the bd saf-t-intima¿ integrated safety catheter system, liquid leaked from the e-tubing during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one used unit was received for evaluation. Sample was inspected using magnified macro uv equipment. Damage was found in the tubing and near the adapter. The sample was leak tested according to (B)(4), and a leak was found. DHR for lot number 6302606 was reviewed and no qns or other events were related to the customer complaint. We confirm the reported defect to manufacturing process; since, the damage found in the tubing apparently was caused by needle (outside). This defect could be related with an incorrect practice during the assembly of the connections; since, the needle/inserter assembly should not be placed over the material assembled tube/adapter because could cause a damage or perforation in the tubing. Investigation conclusion: we confirm the reported defect to manufacturing process; since, the damage found in the tubing apparently was caused by needle (outside). This defect could be related with an incorrect practice during the assembly of the connections; since, the needle/inserter assembly should not be placed over the material assembled tube/adapter because could cause a damage or perforation in the tubing.

Manufacturer narrative:
Initial MDR correction update: change of manufacturer and MFR ste medical device manufacturer from: (B)(4).